Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.\ reason for reoperation: rupture. Device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. Additional observations: red particles observed on the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side ¿rupture, pain, abnormal shape and touched like jelly¿. Device has been explanted.

Event description:
Patient reported against the left side "one day, when I lay on my stomach, I felt pain in my chest. The shape of the left breast also gradually receded and became strange. Also, when you touch the implant on top of the muscle, instead of feeling like the implant to the touch, it started to feel like jelly. I could feel that the implant was not in a normal condition and had ruptured." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec) ¿ pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported against the left side "one day, when I lay on my stomach, I felt pain in my chest. The shape of the left breast also gradually receded and became strange.also, when you touch the implant on top of the muscle,instead of feeling like the implant to the touch, it started to feel like jelly.I could feel that the implant was not in a normal condition and had ruptured." Device has been explanted..